Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "Tibial (construct):there is a little bit radiolucence and small cysts visible. The implant is located pretty posterior. Therefore loosening can be confirmed, but migration-which is possible-cannot be assessed with the given information, postoperative x-ray and comparison between elder end new x-ray would be necessary. Pe: the pe is not separated from the tibial construct. There is no indirect sign of loosening or breakage. Talar (construct): the talar component has small radiolucence, but with the given information and the CT-scan only no loosening or migration can be confirmed." Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cyst around tibial component . If device is returned or any further information is provided, the investigation report will be reassessed.